Event description:
The MFR rep reported a pt experiencing tingling on the right side when the pt is lying down with the dbs system on. The pt also complained of involuntary jaw movements when laying down. The pt reported they had a fall a few weeks ago but the symptoms preceded the fall. The symptoms are in the area of the lead extension connection location. The pt was at the clinic and troubleshooting was being considered. Additional info has been requested from the hcp, but was not available on the day of this report. See MFR report # 6000153200800650.